Event description:
Patient identifier: (B)(6). Date of event: (B)(6) 2013. According to the information received an end user reported that he was switched to a coloplast coude catheter. The user stated that since the coude catheter was so rigid, it punctured his artificial sphincter and he had to have emergency surgery to replace the device. The complaint states he is doing fine now.

Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should the device or additional information be received, a follow up report will be filed.